Event description:
It was reported that the programmer would not turn on. 2 cords were tried but not successful. As a result a backup device was used. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the link electronic module (lem) circuit board and central processing unit (cpu) boards were replaced and software was reloaded. The programmer was then tested and passed to manufacturer specifications.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.